Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery cells were mismatched and were unable to charge. The root cause for the mismatched cell could not be positively identified. There was no adverse event associated with the battery malfunction.

Event description:
03/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery was unable to power on a monitor.